Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. A large number of short ventricular intervals were noted on the right ventricular (rv) lead and ventricular lead placement could not be confirmed via the current electrogram. The left ventricular (lv) lead exhibited high pacing thresholds and the right atrial (ra) lead had a failed lead position check. The leads remain in use. No further patient complications have been reported as a result of this event.